Event description:
The patient was treated in the study with a precise stent implanted in the right internal carotid artery. As part of the study protocol, cardiac enzymes labs were drawn day 1 of the post-carotid stenting procedure and incidentally detected an acute coronary syndrome/non-q-wave myocardial infarction, silent in nature. Upon evaluation, the pt complained of dizziness when sitting up. The pt's cardiac enzyme results where abnormal with a troponin of 12.5 and a ck of 450 with a positive mb. An EKG was completed which did show sinus rhythm with voltage criteria for lvh as well as lateral st depression. There was no preop baseline EKG to compare. The pt denies chest pain, shortness of breath, orthopnea, or pnd. The pt has not had syncope. Patient has never experienced chest pain and has never undergone formal ischemic eval and is neurologically intact.

Manufacturer narrative:
This product is not available for analysis as stated. Additional info will be provided within 30 days of receipt.